Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The patient reported poor telemetry or no telemetry with recharging. It was thought the last recharge was at the end of (B)(6) 2015. The last time stimulation was felt was end of (B)(6) 2015. They were unable to charge. An attempt for recharge session indicated a reposition antenna, repositioning the antenna did not resolve the issue. They were not able to communicate with another external device. The patient saw the doctor on (B)(6)2015 and the physician thought the patient may need to be seen by a manufacturer representative (rep) and possible the implantable neurostimulator (ins) may need to be changed but wanted to see the rep first. It was noted that for two full months it was not working. The stimulation would go on for a minute and go off by itself and the patient was told that they were no recharging enough and they the health care professional (hcp) thought that at the time of the report it might be something else. The hcp was seen in (B)(6) 2015. The stimulation was turning on and off by itself in (B)(6) 2015. The patient started having issues recharging in (B)(6) 2015, because the patient had a death in the family and had to leave suddenly on (B)(6) 2015 and forgot to bring the equipment. The patient had no falls or traumas or medical procedures around this time but was doing a lot of house work and home improvements. The hcp wanted to see a rep first and thought the patient may need surgery but was not sure. The patient had not been able to recharge since (B)(6) 2015 and had not felt stimulation since. It was noted that the patient was probably in overdischarge and would need to have a physician mode recharge/reset was performed to started using the stimulation again for troubleshooting purposes. It was noted that the patient had not been in overdischarge before. Other relevant medical history includes spinal pain and rsd/causalgia-complex regional pain syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.